Manufacturer narrative:
The customer ended the call before any personal or product info could be obtained. W/o product info, it's not possible to determine the manufacture date.

Event description:
The customer tested his blood glucose using his 2 breeze2 meters and found one meter to read higher compared to the other meter. On one occasion, one breeze2 meter read 204 mg/dl, while the other read 105 mg/dl. On another occasion, the meter that previously read high, read 319 mg/dl, while the other meter read 111, 105 and 148 mg/dl. The difference between all of the comparison readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call when customer service offered to troubleshoot. No product will be returned.